Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/12/2024, an FDA medwatch notification was received via email. A facility representative reported that an ar-13991n surefire scorpion needle tip broke off. An x-ray confirmed the tip was retrained in the shoulder but was unable to be retrieved by the surgeon. This was discovered during a shoulder arthroplasty procedure on (B)(6) 2024. Additional information received on 9/20/2024: the broken ar-13991n surefire scorpion needle tip remains in the patient's bone, it was unable to be retrieved. The case was completed using another scorpion needle. The case was not delayed, and additional anesthesia was not needed. Additional information received on 9/26/2024: the needle was used with an arthrex surefire scorpion; the part number is unknown. The needle was deployed without any issues, and the scorpion attachment did not suffer any damage or malfunction.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.